Event description:
It was reported that the patient experienced coupling and communication issues. The patient stated that he didn't remember the last time he recharged his device or felt stimulation. The patient further stated that he "was getting a 68 when performing the antenna locate function." It was noted that the use of the antenna locate function resulted in a power on reset (por) condition that was displayed on the recharger, which then lead to the normal recharging screen. It was noted that the patient was "getting all 8 boxes shaded while recharging." It was noted that the patient reported not being able to adjust stimulation. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial#(B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).